Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? No. What confirmation was received that the device completed the firing sequence? Green checkmark was illuminated. Was the green checkmark visible at the end of the firing? Yes. Were any hemostasis issues identified intraoperatively? No. If so, how were they addressed? How many days post-op was the bleeding identified? How was the bleeding identified? How was the bleeding addressed? Was bleeding intraluminal or intrabdominal? What was the total estimated blood loss (ml)? Were blood products administered? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and anatomic location along the anastomosis. Was the patient anti-coagulated, as per protocol? Yes, as per protocol. What is the current status of the patient?

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? Were any hemostasis issues identified intraoperatively? If so, how were they addressed? How many days post-op was the bleeding identified? How was the bleeding identified? How was the bleeding addressed? Was bleeding intraluminal or intrabdominal? What was the total estimated blood loss (ml)? Were blood products administered? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and anatomic location along the anastomosis. Was the patient anti-coagulated, as per protocol? What is the current status of the patient?

Event description:
It was reported that post op of a colectomy, the surgeon had used our powered circular stapler (29mm) and had post op bleeding. Leak test was performed after device was fired and no leaks were present. Donuts were also thick.